Event description:
It was stated by a healthcare provider while performing an injection of a high-dose flu shot in their clinic setting, the injection shot out of the side of the needle, and it was not possible to determine if any of the vaccine was injected into the patient. This occurred with multiple patients. There was no medical treatment required for the patient after the event. The facility did not file a report with health authority. Both the patient and the end-user were not injured. There was a patient involvement, but no patient harm and/or adverse event reported. Additionally, the user facility reported that there was a total of three patients who experienced the same issue spanning a time period from (B)(6) 2024 to (B)(6) 2024.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: 80 samples were received for investigation. Samples were visually and functionally tested and leakage was observed on a cracked hub sample. The customer reported complaint was confirmed. Review of the maintenance logs for the assembly machines, did not identify any issues that could potentially be associated with a crack on the side of the edge needle-pro hub. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. DHR reviews found no discrepancies or anomalies relevant to the complaint.